Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there are issues with connectivity, restarting, and the device not functioning properly. When trying to connect it to the monitor, the led light switches on intermittently, but it does not display any picture on the monitor. No negative impact in state of health reported.